Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of error code 133.6090 (main speaker failure) was confirmed through a review of the device logs; however, the issue could not be replicated in the laboratory. The event log of the suspect pcu device showed there was a total of six (6) main speaker fatal errors with code 133.6090.0 that occurred on (B)(6) 2024, three (3) main speaker fatal errors with code 133.6090.0 on (B)(6) 2024 and two (2) additional main speaker fatal errors with code 133.6090.0 that occurred on (B)(6) 2024 the event log showed two pump modules were attached to the suspect on (B)(6) 2024 at the time of 2:45 pm but no infusions were programmed. During testing the suspect was tested at power up by powering on and off the device several times. Afterwards, the speaker passed testing and the error code, or the alarm did not occur. The pcu was plugged into ac power and powered on into maintenance mode. The fast battery conditioning test was selected. Battery conditioning successfully completed. The results showed the old capacity as 3400mah and the new capacity as 4083mah. The acceptable range is between 4000mah and 4500mah. The alaris system maintenance (asm) software was used to perform preventive maintenance on the returned device. The pcu passed all preventive maintenance tests without malfunctions. Alaris system technical service manual (dir: 10000384608) the following is noted for the reported issue: the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The battery should be replaced every two years from the initial date of installation by qualified service personnel. The pcu is shipped with the battery in a discharged condition. Before the pcu is released for use, it should be plugged into a hospital-grade ac outlet and the battery charged for at least 16 hours. This procedure ensures proper battery operation when the pcu is first set up for patient use. Leave the power cord connected to a hospital-grade ac power source whenever available. The battery is intended as a backup system. The battery should be conditioned every 12 months by qualified service personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service: suspect pcu s/n: (B)(6) (w/o: (B)(4). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had a main speaker alarm failure (error code 133.6090). There was no patient involvement.